Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-00956. Troubleshooting from manufacturer technical support to the subsidiary site on (B)(4) 2015: this sounds like faulty network interface card (nic) cable, since the issue went from arterial (art) to cpg roller pumps. Check if both art and cpg pumps are connected to the same nic, inspect the cable make sure its fully seated, and inspect the pins for exudation. When you have a chance please send the art and cpg pump logs, as well as the 24h log. Response from subsidiary site to manufacturer technical support on (B)(4) 2015: this is the first time that I was able to export logs from a system-1. The art and cpg pumps were connected at the right side nic. Checked the nic cables physically but there was no irregularity. When I checked the pumps for the first time before reseating the nic and roller pump cables, the pumps worked fine. There was no problem after the customer visit, advised them to monitor if red "x" will happen again. Per the data log analysis on (B)(4) 2015: technical support associate looked at the logs and he did see the voltage drop down to 4.85 on one day. The action you performed on the right nic power cable may have corrected the problem. You can monitor the 5 volt either on the perfusion or the service screen to see if the voltage is dropping below 5 volts.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a red "x" displayed on the ccm for the arterial (art) roller pump. The perfusionist (ccp) decided not to use the system-1 and called for service. As a result, an alternate system-1 was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed by data log analysis. During laboratory analysis, the reported complaint was not duplicated. The network interface card (nic) cable was found to meet all specifications and function properly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.